Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured before 9/23/2014.

Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine device check, noise was noted on the right ventricular lead. The patient is dependent. Review of sessions records appeared to be non-physiologic signal deflections; however, lead function was otherwise normal. The lead was capped and replaced on (B)(6) 2019. New competitor lead was implanted on the right side due to vein occlusion. The patient was stable prior, during, and post procedure.